Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were patient personal desire, removal of textured implant.

Event description:
Healthcare professional reported exchange of textured device. Healthcare professional additionally reported "gel bleed" and "prominent radial folds." Device has been explanted.

Event description:
Healthcare professional reported exchange of textured device. Healthcare professional additionally reported "gel bleed" and "prominent radial folds." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified red particles on the shell, underweight device, fold creases, and a curved opening. A visual and microscopic analysis was performed which identified; crease sharp on posterior and stress marks. Based on the device analysis the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening, and creases observed on the device found have no relation to the manufacturing process. Additional, corrected, and/or changed data: d.10, h.3, h.6.